Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a PICC rupture near the reverse tapper. No other information provided. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and will be considered use related. One 4 fr d/l powerpicc sv was returned for investigation. The returned sample revealed evidence of use. The printing was partially worn from the extension legs. Residue from what was most likely a dressing was observed on the bifurcation. The catheter extended to the 20cm depth mark, where the catheter had been trimmed. A longitudinal split was observed in the d/l catheter 9mm distal to the molded bifurcation. The split coincided with a kink in the tubing. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split and kink observed in the catheter indicates that the tubing was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a PICC rupture near the reverse tapper. No other information provided. No patient injury reported.